Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was extracted as part of a revision due to infection. During the procedure, the physician experienced difficulty to remove this lead. The entire system was explanted to resolve the issue. No additional adverse patient effects were reported.